Manufacturer narrative:
Pending information on device disposition and causality. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned for additional evaluation and investigation. Per the instructions for use of the device, catheter coiling is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Reporter contacted technical solutions to report that a patient had their catheter revised due to coiling.

Manufacturer narrative:
Device was discarded and not returned for additional evaluation and investigation. It was determined that the catheter was likely coiling as a result of the patient twisting the system as a result of a "mental issue". If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) confirmed that the revised catheter was removed from the patient because the "patient keeps twisting it." Cs also stated that the pump was twisted as well and that a catheter study confirmed that the catheter and pump were twisted. All contents were discarded. The catheter segment was replaced and sutured down in the intrathecal space. Physician then reinforced the pump at all suture points.